Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05926. It was reported that during an ipg replacement procedure, the physician discovered the lead had migrated. The physician could not reposition the lead due to scar tissue. As a result, the lead was explanted.